Event description:
It was reported that the customer's blood glucose was 270 mg/dl. Caller stated that the customer's insulin pump was not working correctly, it was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad traces. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.